Manufacturer narrative:
The complaint is not confirmed. Refer to the attached vendor evaluation for further details.

Event description:
On (B)(6) 2022 it was reported by a facility representative via sems that an ar-6480 pump stopped working. This was discovered during a procedure with no patient harm. There was no additional information provided.